Event description:
According to the complaint, on (B)(6) 2024 samples were measured on the abl90 flex analyzer (serial number:(B)(6) with the following k+ and ph results: 1) k+ measurements from the abl90 flex analyzer: 11.6mmol/l, 11.2mmol/l. 2) k+ measurements from the abl800 flex analyzer: 3.4mmol/l (comparison result). 3) ph measurements from the abl90 flex analyzer: 6.74, 7.629. 4) ph measurements from the abl800 flex analyzer: 7.43, 7.377 (comparison result). Based on these, the customer had reported the 11.6mmol/l and 11.2mmol/l k+ measurements, and ph 6.74 and ph 7.629 as discrepant.

Manufacturer narrative:
Radiometer investigations have concluded that the root cause can be traced to use error or pre-analytical error.